Manufacturer narrative:
Investigation into the customer's issue was found to be attributed to user error. The customer stored their novus cassettes in the refrigerator for over a week. Per the novus cassette IFU: store the unopened cassette at room temperature at 15¿30°c and ensure that humidity does not exceed 80%. Do not store in a refrigerator. Improperly stored reagent should be discarded, and the test should be repeated with properly handled reagent.

Event description:
The customer alleged an issue with the clinitek novus verses the atellica uas 800 after installation where the novus was giving less leukocytes (leu) than white blood cells (wbc). The cassette was calibrated again but keeps giving less leu than it should. The microscopic pictures show that the atellica uas 800 is measuring the particle well, but it does not in any way meet the measurements in the novus. The escalation was opened against the clinitek novus, but the customer does not know which analyzer's results are expected to be true. There was no report of harm due to this event.